Event description:
It was reported that a malfunction occurred with the pump. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. The customer was provided with full pump reset instructions and intended to reset the pump independently, agreeing to call back if any malfunction code recurs.